Event description:
It was reported that following a coronary artery stenting treatment procedure, stent fracture occurred. The target lesion was in the right coronary artery (rca). A non-bsc intravascular ultrasound (ivus) was used. The physician selected and advanced a 4.5x24mm liberte' bare metal stent (bms) to the target lesion. The stent was deployed at 12 atmospheres (atms) for 30 seconds (secs). Ivus revealed adequate apposition of stent struts with good stent expansion. The pt was given versed, angiomax, nitroglycerin ic and fentanyl during the procedure. The pt had brief chest pain during the procedure. At 192 days later, the pt returned with chest pain. A non-bsc ivus was used. The rca was determined to be 99% occluded. The previously implanted 4.5x24mm liberte' bms appeared fractured and in 2 pieces. A 4.5x15mm quantum balloon was inserted and inflated at 4 atms for 12 secs. The quantum balloon was exchanged for a 3.0x15mm maverick balloon that was inserted and inflated at 10 atms for 18 secs. A 4.5x16mm liberte' bsc was inserted and deployed in the mid rca at 12 atms for 21 secs. Ivus was used. The pt was given versed, angiomax, nitroglycerin ic and fentanyl during the procedure. There were no additional pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.